Event description:
It was reported that during device change-out for normal eri, externalized conductors were observed via fluoroscopy. The lead was explanted and replaced. The patient tolerated the procedure well and there were no immediate complications.

Manufacturer narrative:
Internal insulation abrasions were noted at 9.3-10.1cm, 12.3-12.8cm, 14.4-16.0cm, and 14.7-16.1cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 10.5-11.6cm from the distal tip. The etfe coating was abraded at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.